Manufacturer narrative:
Batch review performed on 28-mar-2025. (B)(4) items manufactured and released on 05-feb-2024. Expiration date: 21-jan-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint mobility. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient underwent a primary surgery on (B)(6) 2025. During a 6 weeks post-op review, significant tightness was detected. The surgeon revised the patient in order to downsize the liner (from 12mm to 10mm) and the surgery was completed successfully.